Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the procedure was being performed in interventional radiology. The clinician stated the dilator is not attached to the sheath assembly like it used to be. When they are advancing the sheath/dilator, the dilator pops out of the sheath because it is not locked in as tight as it used to be. When inserting, the physician has to keep one hand at the end of the dilator because it keeps popping out. There was no delay in treatment and no patient death or complications reported.